Event description:
The following description of the event was reported to carefusion by a foreign distributor in (B)(6). "Our bp service rep. [Name removed] claims the monitored flow and volume are out of spec. The volume wave form goes below base line, vte reading is higher than setting and out of spec, the ventilator passed the leak test, they performed the transducer calibration and all the transducers passed the calibration, the exhalation flow sensor was replaced and the problem was not corrected. The gde [gas delivery engine] was replaced and the problem was corrected. They claim this ventilator was not on a pt, the problem was found during testing."

Manufacturer narrative:
This follow-up MDR was identified as requiring submission during a two year retrospective review. Failure analysis (fa) received an avea gas delivery engine (gde) assembly and inspected the gde externally, no anomalies were found. Installed the gde on to avea test station and powered in to user mode, gde is cycling properly. Conducted a tidal volume accuracy verification and the est test failed. The vti monitored value on the user interface module (uim) is 19.8 and the pf300 monitored vti value is 17, it is not within 10% of the set fio2. Cycled the power in to service mode to inspect insp pres, exp pres, and insp flow pressure transducers calibration screens. While checking the pressure transducers calibration noticed that the exp pres transducer has about 32 a/d count drift in its calibration and ambient pressure. The a/d counts drift up and down over time. Insp pres and exp flow are within specification. Exp pres transducer is the defective component causing the reported volume inaccuracies. The reported issue was duplicated and isolate the reported volume problem to the exp pres transducer located is located in the tca assembly. Shift in a/d counts is a contribution to volume inaccuracies. This is a known issue and has been corrected with an internal action.

Manufacturer narrative:
(B)(4). The foreign distributor evaluated the device and determined the failure was caused by a malfunctioning as delivery engine (gde). The foreign distributor was shipped a replacement gas delivery engine to repair the device and return it to service. Carefusion issue a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty gas delivery engine for evaluation. As of 02/10/2015 the alleged faulty gas delivery engine has not been received should the alleged faulty gas delivery engine be received and evaluated, a follow-up medwatch report will be submitted.